Event description:
The doctor assisting a (B)(6) male pt contacted zoll lifecor customer support to report the pt had received arrhythmia alarms and that the pt's belt was gelled. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. As received, the rear therapy electrode pad strain relief was torn at the distribution node. The root cause of the damaged strain relief cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.